Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega needle driver instrument was analyzed and found to have no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. The reported complaint was not confirmed by failure analysis. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was not inspected prior to use. The movement of the instrument wrist/jaw was delayed. The surgeon completed the procedure with the same instrument. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the rotation angle of the mega needle driver instrument was abnormal, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the mega needle driver instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon observed that the rotation angle of the mega needle driver instrument was abnormal while controlling the suture angle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.